Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (grade IV).

Event description:
Healthcare professional reported left side capsular contracture grade IV, intense pain, due to inflammation which caused breast deformation. Physician indicated the event caused permanent damage to function of the patients' body structure. The devices remain implanted.